Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned. The alleged product issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Event description:
It was reported that after the coil was embolized in the artery aneurysm in the left middle cerebral artery segment m1, the physician was not satisfied with the coil embolization. When the coil was retrieved back into the microcatheter, the coil prematurely detached inside the microcatheter. The coil and microcatheter were removed from the patient. Another competitor¿s coil was used to complete the procedure. There was no reported injury or intervention. The patient is fine.

Manufacturer narrative:
The investigation found the pusher to be broken at the transition area and stretched and broken at the distal section. The distal portion of the pusher was not returned for evaluation. The implant was returned separated from the pusher with deformed loops and with the monofilament exposed. Further inspection of the implant found the monofilament with a tensile break shape at the tip which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The microcatheter used in the procedure was not evaluated as a part of this evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.

Event description:
See h.10.